Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/01/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested and the following was obtained: when handling the pds wires, the customer has the feeling that they do not have the same thickness as usual. The lot number is not available.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2022 and suture was used. Surgeon feels sutures do not have the same thickness as usual. No reported adverse patient consequences.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information has been requested and received. Please confirm the quantity of pds threads with thickness issues: no information regarding the number of procedure. This complaint was logged to record the surgeon's feel on the pds thread. Additional information has been requested however not received additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please provide the product code and lot number: do you have any photos available for visual analysis? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No product is available for return. Note: events reported on mw# 2210968-2022-08150. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.